Manufacturer narrative:
Batch review performed on (B)(6)2025. Lot 2111892: (B)(4) items manufactured and released on 10-nov-2021. Expiration date: 2026-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/11 mm r (k140826) lot 2106556: (B)(4) items manufactured and released on 06-sep-2021. Expiration date: 2026-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 1 year and 1 month after the primary surgery, the patient came in reporting patella pain and the cause was unknown. The surgeon revised the patella implant and implanted a thicker poly (from 11mm to 13mm). The surgery was completed successfully.